Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal prialt (ziconotide) and bupivacaine (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was there was a pump motor stall after magnetic resonance imaging (MRI) and no recovery was noted in the logs. The last log showed a 'stop pump duration exceeds 48 hours' on (B)(6) 2024. The MRI was done on (B)(6) 2024. There was no mention of an audible pump alarm since the MRI. The patient thought that the pump was checked with a clinician programmer after the MRI. The hcp mentioned that the patient had some increased shoulder pain but the pump was not implanted for that pain. There were no other changes in therapy effect. The agent reviewed information regarding telemetry state with synchromed ii pumps with mris. The patient was in for a refill today so the agent advised the hcp to check the reservoir volume for accuracy and check the logs again for a motor stall recovery. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.